Event description:
It was reported that log file review was requested due to patient's driveline was reportedly disconnected prior to arrival at a hospital. The patient was at the time intubated and sedated, which unable to provide a history. Upon interrogation, no driveline disconnects, or pump offs were noted. Log file review came out with no unusual events seen.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2022-15938.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient driveline being disconnected was not confirmed. The heartmate 3 system controller (serial #: (B)(6)) was not returned for analysis. A log file was submitted spanning approximately 3 days ((B)(6) 2022 ¿ (B)(6)2022 per timestamp). There were no notable alarms in the log file. Pump operation was not affected. Multiple good faith efforts were sent asking if the cause of the reported driveline disconnect alarms were identified; however, to date no response has been received. The root cause of the reported alarm was unable to be determined in this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including driveline disconnect alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.